Event description:
It was reported that during a hardware removal, the hex tip broke off the driver. The broken tip was retrieved from the pt. There were no pt complications.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed a portion of the hex tip has sheared completely from the instrument. A review of the device history records found no applicable non-conformance to specification prior to product release.